Event description:
Issue with smiths medical pump cassettes/tubing supplies causing ambulatory 5fu cadd pump to alarm. Patient was able to restart pump and all drug was infused. There was a large recall of smiths medical pump supplies in dec/2022. All items have been removed from stock. The supplies used here and that are currently being used are not part of the recall. I have reported the additional items/lots to smiths medical directly. Smiths medical items/lots being used: 21-7002-24.